Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery. Location and character of the pain? What medical intervention was given for the pain management? Results? Please provide the dates and results of the each mesh excision. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. Six months later, the patient underwent a surgery for stress urinary incontinence along with prolapse repair. The patient developed a pelvic pain which was thought to be related to the mesh and did not improve with local anesthesia and steroids or partial excision of the mesh. Hence the mesh was excised in its entirety and patient¿s symptoms improved subsequently. Additional information has been requested.